Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage occurred while administering an anticancer drug (abraxane). The leaked part is unknown. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned by facility for evaluation. The sample was functionally leak tested by attaching to an airline at 10 psi for 10 sec and submerged underwater. It was noted there was a leak coming from the connector. The sample was visually evaluated under magnification to confirm a vertical crack along the connector. Based on the evaluation of the sample leakage observed during the function test, during visual evaluation, a vertical crack along the connector was present confirming the reported defect. The exact root cause could not be determined at this time. However, incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.